Manufacturer narrative:
Report source: (B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads and the defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's reports were not replicated or confirmed. The device was put through extensive testing including bench handling, 30 joule testing and full ECG functionality testing without duplicating the reports. The device was recertified and returned to the customer. Review of the device activity logs did indicate a connection problem between the electrode pads, multi-function cable and the device. However this does not indicate a device malfunction. The customer's reports could not be fairly established as the accessories used were not returned as part of this investigation. No trend is associated with reports of this type.